Event description:
The surgeon provided additional information. The unexpected postoperative refraction persists. The lens remains implanted. The surgeon does not know the cause for this outcome. He did mention that the pt received a large superior and inferior corneal abrasion during the preoperative surgical prep.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol), the pt has unexpected postoperative refraction. The association between this event and the iol is not known. Add'l info has been requested.